Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the blind plug from the intellis implanted neurostimulator (ins) fell. Determined intraoperatively. The blind plug was exposed in the tissue. If necessary, the screw was not tightened well enough. A new ins was used and the issue resolved. No patient harm was reported. Additional information was received. It was confirmed that the ins was replaced, and the plug was completely removed from the tissue. The rep stated that the possible scenarios for this event were that the screw was not tightened properly when the ins was implanted (nobody can understand this anymore because the implant was years ago, or the problem with the locking system on the ins. Additional information was received. It was stated that the plug was found to have already disconnected in vivo when the revision was performed.

Manufacturer narrative:
G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that ins was being replaced due to normal ins replacement. The ins was discarded by the customer.